Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. The medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported from a study. On (B)(6) 2020, this patient underwent an endovascular procedure to treat venous anastomosis stenosis of an arteriovenous graft located in the basilic vein in the left upper arm using a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device). The patient tolerated the procedure. The patient underwent an intervention with a non-gore devices for the target lesion prior to the viabahn device implantation. On (B)(6) 2022, occlusion with thrombus from the viabahn device to the arteriovenous graft was observed. Reportedly, the occlusion was caused by stenosis at the downstream end of the viabahn device. On the same day, thrombolysis and percutaneous transluminal angioplasty were performed, and an additional viabhn device was implanted. The event was resolved, and the patient tolerated the procedure. (This event was captured under (B)(4)). On (B)(6) 2022, both the initially implanted and additionally implanted viabahn devices were observed to be occluded. On the same day, percutaneous transluminal angioplasty was performed for repair. The patient recovered. The physician stated that possibly blood pressure or coagulability was the problem, since there was no stenosis around the viabahn device.